Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:(B)(6). Serial:(B)(6)/(B)(6). Batch:(B)(6)/(B)(6). Product family: scs-linear leads; upn:mm365sc2218700. Model:(B)(6). Serial:(B)(6)/(B)(6). Batch:(B)(6)/(B)(6).

Event description:
It was reported that the patients body was rejecting the spinal cord stimulator (scs). The patient underwent an explant procedure. The patient was doing well postoperatively. All explanted device components were disposed and will not be returned. No device malfunction was suspected.